Event description:
It was reported that a surgeon received a low impedance message on a model 103 generator while performing system diagnostics on a re-implant surgical procedure. The surgeon performed a generator test with the test resistor and results were within normal limits. Furthermore, the medical professional re-routed the leads and re-implanted the patient with the old model 102 generator, while disposing of the new generator. System diagnostics were taken with the old generator in place and they were ok with a dc dc code of 0. In addition, a company representative was present at the surgery and confirmed that the lead was twisted and it looked fatigued. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.